Event description:
It was reported that this pacemaker system exhibited oversensing on the ventricular channel following a recent pulse generator replacement. The patient experienced presyncopal episodes and asystolic events associated with pacing inhibition. Technical Services (TS) reviewed the case and noted that impedance measurements were within the expected range and that the available diagnostic data appeared normal. TS recommended verifying the device connection and requested additional information for further evaluation, including a chest X ray. Subsequent information indicated that a lead integrity and a procedure related anomaly were being considered as potential causes. The device sensitivity was reprogrammed, and the patient remained hospitalized for observation. No further asystolic events were reported following reprogramming. The patient will continue to be monitored. No additional adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.